Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that stent would not cross the lesion and the shaft was kinked. The 99% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. A 3.00x28mm promus element plus stent delivery system was advanced but failed to cross the lesion and the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified a break in the hypotube. The break was located at approximately 129cm proximal to the tip. The proximal section of the break, including the hub was not returned for analysis. The hypotube was severely kinked at various locations along its length. An examination of the crimped stent identified no issues. No issues were noted with the profiles of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).